Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown quantity of unknown screws/unknown lot numbers. Without a lot number the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision is scheduled due to an unhealed non-union of a distal femur, the removal and replacement of several screws is planned along with bone stimulation. There is no reported failure of the implanted devices. The types and quantities of screws planned for implant/explant were not provided. There was no surgical delay, fragmenting or patient harm reported. Information regarding specifics of original implant was not provided. This event consists of an unknown number of devices. This report is 1 of 1 for (B)(4).